Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 4000 ml eva tpn bags leaked at the seams. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photo provides evidence that there was a leak from the bottom weld of the bag. The reported condition was verified. The cause of the condition could not be determined.the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.this issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.